Event description:
It was reported that the system 9800 produced unclear images. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was discovered that the high voltage cable was defective and was replaced. The system was tested and found to be working as intended and placed back into service.